Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and the reported problem was verified. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal was bubbled and unattached. The event occurred during testing.